Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm while trying to fill the tubing. Troubleshooting was performed and insulin exited without incident. The no delivery alarm did not recur. The customer was able to rewind and prime the insulin pump. The customer was advised that the insulin pump was working as designed. The customer stated before the set change their blood glucose level was 240 mg/dl. They also reported of a high blood glucose level of 459 mg/dl. The customer used the bolus wizard and took 2.5 units of insulin from the insulin pump. The device will not be returned for analysis.